Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated the pump display screen gradually became dim. No trauma to the pump or exposure to water was reported. There was no improvement with a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings:visual inspection of the pump showed some cosmetic defects including worn ¿ok¿ symbol and a crack was observed on the battery compartment. On investigation, the device powered up to a dim and discolored verifying screen. The display screen was replaced with a test display, and the test display screen was functioning properly.